Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that the battery data was no longer available. An additional interrogation attempt was performed and the battery data was unavailable. No intervention was performed. The patient was in stable condition and will continue to be monitored.